Event description:
It was reported that the ilet issued multiple ¿dosing stopped¿ alerts, and engineering log review indicated the stops occurred during a supply change while the user was otherwise doing well; the user had a recent hospitalization for a urinary tract infection, and blood glucose values were not affected during the alert events. Symptoms included none reported. Outcomes included no clinical impact reported. Investigation included engineering log review. Investigation of this case revealed that insulin delivery was paused as designed during a supply change and then resumed, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was normal device behavior during a supply change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.